Manufacturer narrative:
Received one device, visual inspection found downstream occlusion sensor (dso) seal was torn and dso sensor was contaminated. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests unit passed all test criteria.

Event description:
It was reported that the device has a issue completing preventative maintenance. There was no patient involvement. Received device, visual inspection found that the units downstream occlusion sensor (dso) seal was torn, and dso sensor was contaminated.